Event description:
The patient reported that the keypad is intermittently sticking and unresponsive at times. The patient reports that the pump administered a higher amount of insulin than requested due to buttons sticking.

Manufacturer narrative:
No adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.